Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for atrial intrinsic amplitude out of range. Review of the atrial intrinsic amplitude trend showed stable measurements between 1.5mv- 4.0mv, with some measurements as high as 7.0mv. An inappropriate atrial tachycardia response (atr) episode showed occasional oversensing. The clinical observations were documented, and it was noted that the atrial sensitivity could be decreased if clinically appropriate for the patient. No adverse patient effects were reported.

Event description:
It was reported that an alert had been generated for atrial intrinsic amplitude out of range. Review of the atrial intrinsic amplitude trend showed stable measurements between 1.5mv- 4.0mv, with some measurements as high as 7.0mv. An inappropriate atrial tachycardia response (atr) episode showed occasional oversensing. The clinical observations were documented, and it was noted that the atrial sensitivity could be decreased if clinically appropriate for the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.